Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was "something wrong" with the pump. Although requested by tandem technical support, the customer declined to provide additional information regarding the issue. There was no reported impact to customer's blood glucose level.